Manufacturer narrative:
(B)(4). Event was initially reported under the incorrect MFR number (0001822565-2025-02011). Visual examination of the photos provided enables the identification of a fractured locking femoral impactor pad. The part and lot number are visible in the photos provided. No product was returned therefore no further evaluations can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Complaint can be confirmed through the photos provided which identified a fractured femoral impactor pad. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor fractured during the procedure. No pieces fell into the patient. No patient harm or impact was reported.